Event description:
As reported by the user facility: product leaking solution from distal port. One sample for return. Additional info provided by the user facility indicated that a pt was being administered remicade, a chemo drug used to treat rheumatoid arthritis. When the set was first primed it did not leak. The pt was sleeping and approx 1/2 hour later when nurse check on pt, the drug was leaking from the set onto the floor. The pt suffered no adverse sequela associated with the incident, however, it could not be determined how much of the medication the pt received. The reported sample was accidentally discarded and will not be returned for evaluation as previously reported.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded and minimum joint separation design specification and passed the joint integrity test. There have been no other incidents of this nature reported against this part.